Event description:
It was reported that the drill was leaking oil during testing at the manufacturer. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Visual inspection revealed that the device was leaking oil. Preventative maintenance was performed and the device was returned back to the customer.